Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that no external power alarms were observed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed some odd low battery hazard alarms on (B)(6) 2018 which were cause by the mobile power unit (mpu) ac power cord coming loose. This was also the cause of the no external power events. The emergency backup battery assumed operation during this sequence when it was required. The pump operated as expected during this event and there was no loss of support to the patient. Additional information was requested, but was not provided.